Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on e-complaint (B)(4) from fs log # 99749. "Leaking airgassleaking airgass."

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: the complaint product was manufactured at csi on 31-jan-2018 under work order (B)(4) and sold on 09-apr-2018. Manufacturing record review: DHR-226584 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve plunger being worn and dirty. This is being attributed to normal wear and tear. Correction and/or corrective action the main valve plunger was replaced. The unit was tested and found acceptable. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
As per details reported on e-complaint-(B)(4) from fs log # (B)(4). "Leaking air gas."